Manufacturer narrative:
Based on the claim against the product by the customer noting that the sureform stapler 60 instrument did not complete the staple line, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the sureform stapler 60 blue reload was disposed. A site¿s complaint history, which shows this complaint is related to prs 603573 and 613859 (the other 2 sureform stapler 60 blue reloads). The probable root cause of the incomplete staple line cannot be determined based on the information provided because the sureform stapler 60 blue reload was not returned. This complaint is considered a reportable event due to the following conclusion: it was alleged that the staple line was incomplete when using a sureform stapler 60 blue reload and instrument. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
On (B)(6) 2023, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: doctor was using the sureform stapler 60 instrument on the stomach resection. During three separate times, the stapler failed to reach the complete distance that was required to complete the stapler line. New staple loads were opened each time, and eventually a new stapler. Isi followed up with the isi clinical sales representative (csr) and obtained the following information: the sureform 60 blue reloads were the reloads involved with the reported event. The reload was selected because it is the reload the surgeon typically uses for 1 reload on sleeves. The stapler fire 1-3 were the ones involved with the reported event. A stomach transaction was the surgical task being performed at the time of the event. The stomach was the target tissue. The target tissue was not calcified and was not exposed to any radiation or chemotherapy. There was no tissue tension or bunching. The event did not involve a failure to fire. The stapler seemed to stop in the same area three separate times, with the tissue being too thick to continue. There was no tissue being pushed forward/dragged during the firing process. The jaws did not open/release during the firing sequence. The reload staples did not deploy unexpectedly. There were no malformed staples. The reload did have an exposed blade. There were no staples missing from the staple line. There were no holes/gaps in the staple line. A "tissue too thick" error message occurred. The surgeon did not encounter any obstructions between the instrument jaws. The surgeon did not fire over an existing staple line. No buttress material was used. No bleeding on the staple line was observed. There was no unplanned tissue removal due to the firing failure. The surgeon resolved the issue by opening a new stapler. The procedure was completed robotically as planned with no reports of patient injury. The reload is not available for return.